Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided.

Event description:
It was reported that during the final rotation the final abutment could not be seated. Tooth #19.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One heal collar 4.5x4.5, 3mm (hc443) was returned for investigation. Visual evaluation of the as returned product indicated significant signs of use. Abutment screw thread identified stripped. Functional testing was performed for the returned products and the device could not seat as intended. Patient pre-existing condition is patient having high (type I) bone density. Tooth location is #19 (universal). DHR review (hc443): DHR review was completed for the subject lot number 2019090758. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (hc443): complaint history review by lot number (2019090758) was performed for similar events and 1 other similar complaint was identified for item: hc443 which is (B)(4). Post market trending review: monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (hc443). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.